Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient's penis was sore after the catheter was removed. They also mentioned they had soreness at the lead site. It was noted that the trial began on (B)(6). There were no device issues or further complications reported or anticipated.